Manufacturer narrative:
The technician found the buttons on control panel was pushed in, allowing it to make contact when the bed was plugged in. The technician replaced both the left and right caregiver control panel to repair the bed.

Event description:
Information received indicates the bed is raising and lowering unintentionally.